Event description:
During rf procedure the customer was getting faulty error codes. Sales rep indicates he does not know what error codes the customer was receiving. Customer did not have a back up and therefore, the case was cancelled. Customer received a replacement and completed the case that week. Sales rep tried to duplicate complaint at the facility and could not find any problems.

Manufacturer narrative:
Unit passes all functional tests. Could not duplicate complaint. No problem found.